Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the alarm, and the unit passed the safety disk leak test. There were no error logs found. The unit passed all functional and safety tests.

Event description:
Customer reported that before use, during testing, the clinical staff performed safety disk leak test of the cs300 intra-aortic balloon pump (iabp)and it failed 4 times. Hospital biomed performed the test and it passed. There was no patient involvement.

Event description:
Customer reported clinical staff performed safety disk leak test of the cs300 intra-aortic balloon pump (iabp)and it failed 4 times. Hospital biomed performed test and passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.